Event description:
Info received indicates pt's device has a fluid loss.

Event description:
Info rec'd indicates pt's device has a fluid loss. Add'l info rec'd on 5/31/02, indicates on 5/7/02, the cylinders were removed from the pt and replaced due to fluid loss, "fluid loss secondary to breakage."